Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited discomfort, pain, dehiscence, and infection. Reportedly, the patient noticed a small opening along the scar of this ICD, then the wound completely opened three to four weeks later, exposing the entire ICD header. The patient notified the physician and started antibiotics but couldn't get the opening to re-close. A revision was performed, and the right ventricular (rv) lead was surgically abandoned because the physician was unable to extract the rv lead following helix retraction and manual traction. The pocket was irrigated and closed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.